Manufacturer narrative:
Product ID: fa37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3887-33, lot# v014327, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3887-33, lot# v005538, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that a patient had their lead wire revised in 2011. It was stated that the stimulation therapy "never really worked" for the patient. It was reported that if the patient had the stimulator on and stood up, the patient would "suddenly get a jolt of electricity where his legs would kick out". It was noted that this was happening after the revision as well. It was stated that the patient felt like "it moves". It was not clear what the patient was referring to. It was noted that there have been issues "since the device was implanted". Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).